Manufacturer narrative:
Carefusion file identification: (B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). Result of investigation: service technician was unable to duplicate high pressure and alarm not sounding. Ventilator failed ltv final test for non-conformity with the flow and o2 blending test. This slight non conformity would not result in failure to ventilate a patient properly. Ventilator passed pressure operation test. Ventilator was thoroughly inspected; internal inspection does not reveal any abnormalities with the ventilator.

Event description:
The customer reported while using the model lvt (lap top) 1200 ventilator pressure reading was much higher then set pressure while on a patient. Customer stated no alarm was heard. No patient harm per customer.